Manufacturer narrative:
The become aware date (g3) that was corrected to sep 12, 2022, is being reverted back to sep 25, 2022, that was submitted with the initial MDR. The become aware date of sep 25, 2022, is correct. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
There is more information on the device evaluation. Correction is being made to the become aware date (g3) of the initial MDR. This supplemental report is being submitted to provide this information. The g3 value of the initial MDR should be sep 12, 2022, and not sep 25, 2022. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. Per the latest repair history the device distal end insertion unit was replaced on july 15, 2022. The root cause of the event cannot be conclusively determined. It is likely that the defect was caused by stress of repeated use, external factors, or handling.

Event description:
This is an olympus loaner device. During maintenance inspection of the device, it was observed that the metal receiver of the forceps mouthpiece was detached. There is no patient involvement.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the metal receiver of the forceps mouthpiece was detached. This is attributed to physical stress. Other observations for the device are insufficient angle and noise in camera unit rotation. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.